Manufacturer narrative:
(B)(4).

Event description:
The customer reported that there is a small tear on the tah-t cannula that is located near the cpc connector on the left cannula. The customer also reported that the 70cc tah-t cannula was repaired. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. This alleged failure mode poses a low risk to the patient because although there was a cannula tear, the tah-t continued to perform its life-sustaining functions. Syncardia has initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. The cannula piece will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The reported cannula tear was confirmed through physical examination of the returned section of cannula. The tear was located in the unreinforced section near the cannula/cpc connector junction. The tear penetrated all layers of the cannula, which could have allowed air to leak, leading to the intermittent fault alarms from the patient's freedom driver, as reported by the customer. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. On the date of the reported cannula tear, the occurrence rate of cannula tears was 1.54%. The occurrence rate is calculated based on two opportunities for tear (two cannulae) per implanted tah-t and each reported instance of a tear. This failure mode posed a low risk to the patient because although there was a small tear on the tah-t cannula, the tah-t system with the freedom driver continued to perform its life-sustaining functions. Syncardia has initiated a CAPA (corrective or preventive action) to address and document root cause and corrective actions associated with cannula tears. Corrective actions for this failure mode are being evaluated under the CAPA. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that there is a small tear on the tah-t cannula that is located near the cpc connector on the left cannula. The customer also reported that the 70cc tah-t cannula was repaired. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair.